Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 3006705815-2019-02118, 3006705815-2019-02119.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 3006705815-2019-02118, 3006705815-2019-02119. It was reported that patient was not receiving effective stimulation from their scs system. In turn, the entire system was explanted.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. The returned ipg, passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The returned ipg header was also tested for lead retention and no issues were encountered.